Event description:
On (B)(4), a hospital's biomedical engineering department received a genadyne wound therapy unit from hospital staff to repair as it was not able to be turned on. Upon assessment, biomedical engineering staff identified the genadyne unit to be "heavily contaminated by biological waste." This waste had made it through all internal mechanisms including the pump and other components causing device malfunction. This contamination was on the interior of the unit where it was not visible to clinical staff members. This unit was removed from the inventory and disposed of as contaminated. On (B)(6), a second unit was sent from the floor to biomedical engineering. When the case was opened, it had the same visible evidence of having biological waste in the tubing, pump and components. With two units exhibiting the same problem, a determination was made that a time line could not be established for when the biological contamination occurred to the inside of the units and all units could be potentially affected. The hospital took immediate action by removing all the genadyne wound vacuum systems from service. Genadyne was promptly contacted and they stated that the device malfunction was due to improper preventive maintenance of the units. However, the genadyne a4 negative pressure wound therapy user manual/technical manual does not contain any maintenance procedures or reference any maintenance is required. Furthermore, there is no indication in the manufacturer's instructions for any cleaning of any internal components within the power casing unit. It does, however, state several times throughout the manual as well as labeled on the device not to attempt to open the unit as it is not serviceable. When further inquiries were made to genadyne, the manufacturer stated the message of their maintenance requirement "is often conveyed during the point of sale as well as free technical training." Neither was provided to this hospital. Additionally, the manufacturer acknowledged that there is a potential for cross-contamination. We strongly believe that genadyne is not complying with regulatory requirements for medical devices and that these devices pose a risk to the safety of pts.